Manufacturer narrative:
The following fields were corrected: d.10 device available for eval no. H.1 device return to manuf .? No. H.6. Investigation summary the customer reported two (2) tubes with missing barrier gel while using next generation microtainer tubes with clot activator and serum separator gel - material number: 365968, lot: 9282040. Five (5) photos were provided by the customer for evaluation. Three (3) photos showed one (1) used tube from a side view and two (2) photos showed one (1) used tube from a bottom view. The barrier gel was not visible inside the tubes from the photos that showed the tubes in side view. It was not possible to evaluate the reported condition from the photos that showed the tubes from a bottom view. Fifty (50) retention samples were visually evaluated for barrier gel attributes with acceptable results. Per device history records (DHR) review there was one (1) breakdown maintenance order reported during the assembly line run. This breakdown was unrelated to the barrier gel dispense station and no quality issues were associated to the machine intervention reported. No non-conforming material reports (ncmrs) were generated for this lot. Retention samples were visually evaluated with acceptable results. Based on the investigation completed, the indicated failure was confirmed based on the photos provided. The DHR review and retention samples tested were satisfactory. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after use the bd microtainer® sst¿ tubes had iinsufficient gel in tube (sst and pst all types) and poor separator movement (sst and pst all types). The following information was provided by the initial reporter: the customer noticed the tubes had no separation gel in them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd microtainer® sst¿ tubes had iinsufficient gel in tube (sst and pst all types) and poor separator movement (sst and pst all types). The following information was provided by the initial reporter: the customer noticed the tubes had no separation gel in them.